Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve met all specifications for pressure flow and preimplantation testing. The valve did not pass leakage testing due to a small tear on the side of the inlet connector. It is unknown how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve did not flow.